Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection was performed and nothing unusual was noted. Leak testing was performed under water and the set had no defects. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in a solution administration set. The reporter stated that the set was "administering air bubbles instead of solution." This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.